Manufacturer narrative:
We have received the device for evaluation and we were able to confirm the reported incident. The blade rotated multiple cycles after the run button was released. Upon disassembly of the handpiece, we found all of the inner components in proper working condition. However, we noticed the cable attached to the handpiece was damaged which could have caused the device to malfunction. The damage was likely a result of mishandling and damage at the user facility. There was no injury to the patient as the result of this incident. However, surgeon had to abandon the phlebectomy surgery as a result of this incident.

Event description:
Blade rotated intermittently during the procedure.